Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the inner setup joint (suj). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The suj was installed onto a golden system and the system booted up in normal mode without triggering any errors. The suj was then installed onto a patient fixture test platform (pftp) and passed all applicable tests. Upon visual inspection, no issues were found that would be related to the reported event. The root cause is attributed to the defective component. The horizontal harness and the axes controller setup (acu) printed circuit assembly (pca) component led to the system issues.

Event description:
It was reported that during a da vinci-assisted appendectomy surgical procedure, user informed the intuitive surgical, inc. (Isi) technical support engineer (tse) that they encountered errors on universal surgical manipulator (usm) 3. Prior to calling, the user performed a system reboot, but the issue persisted. The user was able to recover from the faults and continued with the procedure as planned. No known impact or patient consequence was reported. Isi followed up with the initial reporter and obtained additional information: the reporter confirmed that they disabled usm 3 due to the issue and the procedure was completed robotically using the remaining 3 usms.